Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital after hearing an alarm, which had been triggered by high impedance up to 4000 ohms. Noise and oversensing were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".